Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing on the right atrial (ra) channel which led to inappropriate atrial tachy response episodes. Impedances were stable, but during further review, noise was also observed on the shock channel of the right ventricular (rv) lead. Boston scientific technical services (ts) recommended the respiratory rate trend be programmed off. At this time, the patient has not been brought in for further evaluation. The products remain in service and there have been no adverse patient effects.